Manufacturer narrative:
The field service engineer (fse) replaced the damaged pinch valve tube. The investigation determined the event was caused by the damaged pinch valve tube. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 709174. The expiration date was requested but not provided. The field service engineer (fse) inspected the analyzer and found a damaged pinch tube. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys hcg+beta result from one patient sample tested on the cobas e411 rack. The reporter stated that the initial result did not fit the patient's clinical history prompting the rerun of the patient sample. The initial result was 0.75 miu/ml. The repeat result was 312 miu/ml. The repeat result was deemed correct.